Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. 1627487-07262012-002-r 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient last recharged the scs system approximately 6-7 months ago. As a result, the ipg will no longer communicate with any external devices. Troubleshooting was attempted with an alternate charger and patient programmer to no avail thus deeming the ipg as inoperable. Surgical intervention was undertaken on (B)(6) 2015 at which time the ipg was explanted and replaced with a different model. Stimulation was restored postoperatively. The issue is resolved.

Manufacturer narrative:
Evaluation codes: results-the complaint was confirmed. Per event details, the patient did not recharge the ipg for several months. As received the ipg was non-responsive. The reported complaint cannot be analyzed as this is considered to be a user error. According to the eon mini dfu review, there is adequate information for preserving the ipg when not in use. The dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ per 56-0258 document, a product analysis checklist is not required because product testing cannot give any additional information regarding the customer¿s complaint. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.